Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is in pain may require a revision surgery due to the talar subsiding.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component has radiolucence up to the tip of the stem. Therefore loosening is at least very likely. There is also an only partially consolidated breakage at the medial malleolus, which could contribute to loosening of the component. Therefore, there is a periprosthetic breakage visible.¿ based on the investigation the root cause can be attributed to the patient related issue. The failure was caused due to radiolucency and partially consolidated breakage visible at the medial malleolus which contributed to the loosening of the tibial component. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.